Manufacturer narrative:
(B)(4). D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the device lot s25070028, and no non-conformances were identified. The following information was requested, but unavailable: --received information as following from sales rep. Please refer to the event description, other information requested is unknown. Were there any unexpected outcomes or complications resulting from the prolonged surgery time? - how long, in minutes, did the surgery prolong? - which tissue was being sutured when the event occurred? - was additional dissection required in other organs/tissues other than the target tissue? - was there any change in the patient¿s post operative care due to the prolonged procedure? - please provide the source or name of person providing answers to follow-up questions: this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a mole and skin infection procedure on (B)(6) 2026, and suture was used. The patient sought medical attention at 15:08:24 due to "mole and skin infection" and requested removal. In the afternoon of that day, the doctor ordered cosmetic removal and suturing of moles on the trunk and limbs under local anesthesia. During the surgery, the incision was sutured and the suture broke, delaying the patient's surgery. The doctor immediately replaced it with the same type of suture to continue suturing and complete the surgery. Additional information was requested.